Event description:
It was reported that nine mos post a coronary drug eluting stenting treatment procedure, where a taxus express2 drug eluting stent was placed, a stent thrombosis occurred. Add'l info has been requested but not provided.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unk, a review of the mfg records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.